Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) year-old female presented in clinic with increased shortness of breath and lower leg edema. Patient was admitted for coronary artery bypass grafting with impella 5.5 support. Post operatively, the patient experienced some suction events most likely due to hypovolemia and blood loss from surgery. Platelet count dropped and hit panel sent. Heparin stopped. A chest xray showed possible hemothorax, but this was not confirmed and no surgical intervention was initiated. Due to drop in blood counts, blood was given. The patient underwent CT scan and was found to have a small pulmonary embolus. The patient was having small runs of ventricular tachycardia during this time. No hemolysis noted, however, due to concerns for gi bleed, however, this was not confirmed. No further events and the impella was removed on (B)(6) 2025, without incident. Although the patient had a drop in hemoglobin and platelets, it is difficult to associate that directly with the impella pump, as these could be post operative clinical issues. The pulmonary embolus was most likely present on admission given the patients complaints of shortness of breath. Both the hemothorax and gi bleed were suspected but never confirmed nor treated.